Event description:
The pt was revised because of dislocation, cup possibly malaligned, liner was worn.

Event description:
Caller reported blood glucose results of "300s" mg/dl and "120s" mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.